Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This common compute controller (ccc) was returned for failure analysis; the reported error was 31089. The error was confirmed, but could not be replicated. The unit was returned in good physical condition. Review of the error logs confirmed that error 31089 was triggered in the field. The ccc was installed into an in-house golden system, programmed, and started up with no issues. The system was power-cycled up to 10 times, and each startup was successful. Optic light levels (localhost:3030) were checked and all values were within the expected range. The unit was left idling in normal mode for 5 hours, during which no errors were flagged. Based on these findings, failure analysis concluded that the root cause of the reported event was an intermittent issue with the firefly fiber optic cable (ff3) in the ccc.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller and blue fiber pigtail to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an error was noticed on the system. The field service team was already aware and requesting a service order. The technical support engineer was informed that the caller was not with the system at the time of the call. The engineer then reviewed the system logs and determined there was a potential issue related to the blue fiber cables or pigtail connections on the vision side cart. The customer reported event has no report of patient injury.